Event description:
"One of our paramedics was using a introcan safety-w IV catheter. When advancing the catheter over the needle the needle separated from the flash chamber. He was able to discontinue the IV and remove the catheter and the needle without incident." Add'l info from the facility indicated the sample was note saved for eval. The pt suffered no add'l adverse sequela associated with this incident.